Manufacturer narrative:
Concomitant medical products: 694758 lead and 559445 lead implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine device replacement procedure, the new device was connected to the existing right ventricular (rv) lead. Despite initially registering an impedance measurement within range, the superior vena cava (svc) coil indicated an impedance measurement of 'none'. After the pocket was closed, the svc coil exhibited an undefined high impedance value and the svc coil was programmed off and the lead remains in use. The physician suspected the cause to most likely be the device set screw. The device remains in use. No patient complications have been reported as a result of this event.